Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. The event history log review was performed and on the reported event date of july 3, 2023, an infusion was programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption and no abnormalities were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'high volume measurement' was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had high volume measurement during testing. There was no patient involvement. No additional information is available.